Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they contacted their doctor about the issue on (B)(6) 2025. The patient stated that the cause of the power on reset was not determined and they have an appointment to follow up on thursday (B)(6). The patient stated they spent a total of three hours at the doctor's office to try and figure out the problem and a charge could not be maintained. All information was shared with the representative after they left the office. It was reported the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient tried to connect to their implant to increase their stimulation because they do that whenever they start leaking again and they couldn't do it. Patient said they tried all day long and tried to use their remote to bring up the number and said everything has been erased. Patient plugged and recharged the remote and the connector to the mechanism and it would not read it and patient said there was no connection at all. Agent asked if patient had ever seen a message like eri (elective replacement interval) or eos and patient did not say that. Agent had patient connect to implant on the call and patient reported seeing internal device has lost all data, contact your clinician message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.